Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was in a no output and no telemetry state. The no output and no telemetry condition was the result of battery depletion. Longevity testing at nominal settings revealed the device had met its expected longevity.

Event description:
It was reported that the device experienced an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.